Event description:
The vocal cord paresis event for this patient was previously reported via MDR #1644487-2010-01911. The event was inadvertently reported twice by the manufacturer.

Event description:
Reporter indicated a vns patient developed repeated paresis, and in approximately (B)(6) 2010 the vns was disabled. It is believed the paresis is referring to vocal cord paresis. The patient has been implanted since (B)(6) 2009. It is unknown when the paresis first occurred. Attempts for further information are in progress.

Manufacturer narrative:
Adverse event or product problem, corrected data: the event of vocal cord paresis was inadvertently reported twice by the manufacturer. The event occurred only once.